Event description:
It was reported that the ilet user experienced recurrent low glucose after announcing meals and had configured ¿less than usual¿ meals as their usual size, which led to an event where a smaller-than-usual lunch announcement preceded a glucose drop to 45 mg/dl; the user treated with oral glucose and later completed a factory reset to retrain meal sizes. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to incorrect size meal entry, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Correction made to b3.